Manufacturer narrative:
Continuation of d10: product ID: 4fc12 product type: sheath product event summary: the afapro28 balloon catheter of lot number 37610 was returned and analysed. External visual inspection of the balloon segment showed blood/fluid inside the balloon. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 11 applications on the reported event date. During functional testing, the console terminated the application and triggered system notice #50005 indicating that the safety system detected fluid in the catheter and stopped the injection. The balloon catheter was inserted into balloon sleeve when the vacuum was applied, then pushed into the sheath test, the flush and aspiration was also performed and retracted to the sleeve without any issue. No anomalies were identified on the balloons bonding and the shaft. Deflection testing (lever pushed to the forward and backward position) was performed, the shaft re-act as initially intended. No kinks were identified on the shaft and after dissection, the pull wires were also intact. During inspection and pressure testing of the shaft segment, a guide wire lumen kink and breach was observed 1.26 inches proximal to the catheter tip. In conclusion, the reported ¿insertion/compatibility" issue was not observed/reproduced with the returned catheter. The balloon catheter failed the return product inspection due to breach observed on the guide wire lumen and kink/twist observed on the guide wire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, while moving from the left inferior pulmonary vein (lipv) to the right inferior pulmonary vein (ripv), the sheath and balloon catheter could not be manipulated correctly. Additionally, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The electrical umbilical cable was replaced without resolve. The balloon catheter was then replaced to resolve the issue. The case was completed with cryo. No patientcomplications have been reported as a result of this event.